Manufacturer narrative:
Remark: although just 1 guide wire was allegedly involved 2 guide wires are listed in the inquiry because the exact lot-code could not be determined by the initial reporter. Review of the device history records revealed no discrepancies. A physical examination could not be performed as the products were not returned for investigation. According to inquiry they had been discarded. Bone residues got most likely into the nail during nail insertion and the ball tipped end of the guide wire compressed the bone residues to a hard cluster during removal of the wire; finally the cluster got stuck in the nail and caused the jamming of the wire. The reported event is a rare but known reaction. To prevent bone debris within the cannulation of the nail the reaming technique can be used, furthermore the user shall be carefully during nail insertion in order to avoid that abrasion of bone material from the inner cortex. As the products were not returned for investigation a real root cause could not be determined. According to the above conclusion the event is not device related but rather due to remaining bone fragments in the nail causing the guide wire getting stuck. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. No non-conformity was identified.

Event description:
It was reported that on (B)(6) 2015, t2scn surgery (nonunion fixed by competitors plate) was performed. After extraction of the plate, the part of nonunion was scraped with bone chisel and refreshed. After that, the nail was inserted through a guide wire. Then the guide wire could not be removed from the within the nail. The surgeon extracted the guide wire and the nail together, and inserted the other size nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2015, t2scn surgery (nonunion fixed by competitors plate) was performed. After extraction of the plate, the part of nonunion was scraped with bone chisel and refreshed. After that, the nail was inserted through a guide wire. Then the guide wire could not be removed from the within the nail. The surgeon extracted the guide wire and the nail together, and inserted the other size nail.